Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the casters and the brake/steer linkage in order to resolve the problem.

Event description:
An account complained that the brakes would not hold well at the foot end of the stretcher.